Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had no benefit on the left side despite multiple programming attempts. There were low impedances on all contact in the right brain. Multiple programming attempts took place. Ultimately, the extension was replaced. No further complications were reported as a result of this event.